Manufacturer narrative:
Correction: d10, h3 additional info h6 h3 other text : device discarded

Event description:
The user facility reported that the device overheated during a procedure.  Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported that the device overheated during a procedure.  Attempts were made to obtain additional information about the event; no further information was received.